Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 13 mmol/l. The customer states that the numbers kept scrolling when trying to bolus, when putting in the amount of carbs. The customer said that there is no significant events leading to keypad issues. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had moisture damage on keypad traces. No stuck buttons, ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.